Event description:
It was reported that a patient was injured on a stryker ambulance cot. The device is currently pending evaluation and the model and serial number have not yet been provided. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that a patient was injured on a stryker ambulance cot. Further information could not be obtained.

Manufacturer narrative:
Details of the malfunction, device involved, and patient adverse are not able to be identified as the customer did not make them available.